Event description:
Bival gtt started approx 0930 by dayshift rn. This rn added vtbi x3 and noticed at approx 0030 that bag should probably be dry by now, given that it was spiked and 0930 at had been increasing in dose all day. Bival gtt increased several times d/t low aptt with no change in aptt on redraw. IV pump changed and bival gtt restarted at current dosing -- continued to draw labs q2h until therapeutic per protocol. Manufacturer response for IV pump, IV pump (per site reporter) ongoing issue.